Event description:
Patient presented with signs of infection under a unite biomatrix which had been placed on diabetic foot ulcer as part of a study. The unite was removed from the ulcer and the patient was placed on antibiotics. Patient was subsequently admitted to hospital for osteomyelitis and was treated with intravenous antibiotics and débridement to the bone. Infection was resolved. Physician indicated that this incident was not device-related.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Review of lot records indicated that device met all acceptance criteria prior to release. Based on the available information, the cause of the event could not be determined. The physician indicated that the event was not device-related.